Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer not having a non-tandem continuous glucose monitoring system paired with the pump, the basal software was unable to suspend insulin delivery and the customer's blood glucose (bg) lowered to 30 mg/dl. Additionally, the customer forgot to eat. Juice and candy were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.